Manufacturer narrative:
Section b5 event description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the patient asked but unknown. Information confirmed with customer.

Event description:
It was reported that they were charging the implantable neurostimulator (ins) and heard a 'beep' and then the screen went black and was unresponsive. Agent had caller reset the controller. Pt had a bit of difficulty removing li battery. Pt indicated initially when li battery was placed back in controller that the left side was further down in the compartment than right but it appears the pt was able to secure battery in as intended. The reset resolved the issue for the patient. Additional info received from patient that they were still having issues recharging the implant. Patient stated that the implant battery would get stuck at 90% and they need to wait for an hour for it to be fully charged. Patient also added that they need to reposition the paddle multiple times and "not breathe" in order for it to connect. Due to the persisting issues, agent sent a request to repair to replace the recharger. Patient also asked if charging the implant for 2 to 3 times a day is normal. Agent reviewed the information and redirected the patient to hcp for further assistance. They haven't spoken with the healthcare provider regarding the charging frequency they thought they had to talk with rep. The issue is not resolved, they will call rep, they charge 2 times a day or 3 times. Sometimes even new back it takes longer as it goes below 30%. Additional info received from rep that the patient was switched from dtm to hd programming on (B)(6) 2025. This issue was not made aware to rep that patient was incurring this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.